Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. PMA/510(k) number not available. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was removed due to a fracture of the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: g4: additional PMA/510(k) number ¿ k013227

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified that the implant fractured at the collar region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the product experience report (per) was diabetes. The reported device was at tooth location 30 for approximately 9 years. Complainant reported that the implant was removed due to a fracture of the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.